Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms, but alarms continued. Customer reverted to manual insulin injections for insulin therapy. Customer¿s blood glucose level was greater than 400 mg/dl.